Manufacturer narrative:
(B)(4). Date sent: 9/23/2024. D4: batch # 810c73. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and no reload received for analysis. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. Device history review a manufacturing record evaluation was performed for the finished device batch number 810c73, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, the device sis not function at all. No patient consequences were reported.